Manufacturer narrative:
Device analysis: returned product consisted of ams inflatable penile prosthesis. There were no leaks in the cylinders; however the pump had a misaligned ball. The reported failure was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that during the procedure the physician observed the implanted device would not cycle after the initial test cycle with an inflatable penile prosthesis (ipp). The initial ipp was tested prior to implant and cycled properly. The implanted ipp was explanted and a new ipp was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during the procedure the physician observed the implanted device would not cycle after the initial test cycle with an inflatable penile prosthesis (ipp). The initial ipp was tested prior to implant and cycled properly. The implanted ipp was explanted and a new ipp was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.